Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed an eod & eoe error code message. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.